Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that the locking knob of the a3059 mayfield composite series skull clamp was too hard to turn to lock position when placed on the patient under pressure during a craniotomy the locking knob "catches" slightly as they try to lock it. This was used for a craniotomy procedure on (B)(6) 2020. There was no patient injury or delay in surgery.